Event description:
It was reported that when using the bd pyxis¿ anesthesia station es wc-intrad1 had been rebooting itself randomly and had, on occasion, failed to complete the reboot cycle, stopping on a screen requesting a password. The customer was able to reboot the device again, and it had been coming back up. The customer confirmed that this issue had been occurring almost daily. However, there were no delay, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station requesting password on reboot. A technical support specialist informed the customer that whenever all in one monitor was adjusted forward or backward, the station immediately failed and prompted for a basic input/output system (bios) password, which typically indicates a disconnected hard drive. During troubleshooting, while adjusting the serial cable from the hard drive to the docking board, fse discovered that the hard drive power cable was not properly seated in its connector. The connector was reseated and secured, after which the station was rebooted, and all in one mobility was tested multiple times without failure. The customer then tested the station through normal operation and confirmed proper functionality. The system functioned as intended after the technical support specialist troubleshot the device.